Manufacturer narrative:
In the event the device(s) return to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00526. It was reported the patient was not receiving effective stimulation therapy during programming following the scs permanent implant. X-ray showed lead had migrated. Follow up identified one of the patient's leads was replaced and therapy was restored.